Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the buttons of the customer's insulin pump were getting stuck. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.